Event description:
Received information stating customer was filling the tubing and did not see drops at the end of the tubing. Customer found that the luer lock connection was loose. Reportedly customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report will be submitted.